Event description:
The user facility reported that a 75-year-old female patient implanted with the impella 5.5 for mechanical circulatory support experienced positioning issues. The device rotated toward the mitral valve during insertion and afterwards, echo revealed that this would occur immediately after the tuory bourst (tb) was not tightened. Device repositioned many times with same result. All torque was removed from the catheter during insertion and during repositioning. The pump remained in place with orientation toward mitral valve as pump performance did not appear to be affected. There was no reported harm to the patient.

Manufacturer narrative:
The investigation into the reported positioning issues was completed. The device was not returned for evaluation. Based on the available information, the root cause of the positioning issues was not determined. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.